Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A damaged and broken reservoir tube lip was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated that the plastic around the reservoir compartment was cracked and won't hold the reservoir in place. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 590 mg/dl at time of reporting. Nothing further reported.